Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a broken needle on their infusion set. Customer reported that the needle broke off from the infusion set when customer was trying to remove the needle guard. Customer's blood glucose level at the time of the incident was unknown. Customer stated that the infusion set cannula and needle were not in the body at the time of the breakage. Customer reported that they experienced this on two separate infusion sets. Customer reported that the other infusion sets in the lot were usable. The infusion set is expected to be returned.